Event description:
It was reported by the distributor during a procedure, the capio suture bullet came loose and dislodged in the patient. The physician completed the procedure with a competitor's device with no adverse outcome to patient reported.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.